Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due and was hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 378 mg/dl at the time of the incident. The customer was at 44 mg/dl, ate dinner and went up to 372, 389, and 519 mg/dl at the time of the call. The customer was at 430 mg/dl at the hospital after blousing. The customer used the pump and was given manual injections to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer was fluctuating between 38 to 388 mg/dl the previous week. The insulin pump will be returned for analysis.